Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed white particulates on the guide wire tubing and needle hub. No defects are anomalies were observed on the guide wire. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component a-04020-015a was additionally noted. During attempted removal of the guide wire tube from the needle hub during functional testing, the guide wire was inadvertently kinked due to the guide wire being stuck within the needle cannula. The guide wire could not be removed from the needle cannula; therefore, functional testing of the guide wire could not be performed for this complaint investigation. A lab inventory guide wire was threaded through the distal end of the needle cannula to functionally test the cannula, and the guide wire could not pass. The guide wire met significant resistance at the distal tip of the needle cannula. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion inside the cannula as well as a 'bubble' on the supplied guide wire hub component (a-04020-015a). Based on the customer report, the sample received , and feedback from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.